Event description:
Was reported by a company representative that high lead impedance was found during a follow-up appointment. The company representative indicated that the impedance had been high since initial implant in accordance to the patient's medical record. X-rays were taken of the patient but not provided for evaluation to manufacturer. No patient trauma or manipulation was reported to have contributed to the reported high lead impedance. The area representative recommended to program the patient's device off. (B)(4) attempts to obtain further information have been unsuccessful to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.